Event description:
Follow-up identified the patient's pns system was removed.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient complained of a fever and redness that spread from the ipg site to her chest. The patient was taken to the hospital. Follow-up identified the ipg incision site was open and the ipg was visible. The patient will have her system explanted.